Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Meter serial number (B)(4) was returned for investigation where it was tested using a retention battery, retention test strips (lot 477185), and retention controls. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: level 1: 45 mg/dl, 44 mg/dl, 44 mg/dl, level 2: 304 mg/dl, 300 mg/dl, 299 mg/dl. All returned results are within acceptable range. Meter serial number (B)(4) was returned for investigation where it was tested using a retention battery, retention test strips (lot 477185), and retention controls. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: level 1: 45 mg/dl, 47 mg/dl, 45 mg/dl, level 2: 309 mg/dl, 308 mg/dl, 308 mg/dl. All returned results are within acceptable range. Meter serial number (B)(4) was returned for investigation where it was tested using a retention battery, retention test strips (lot 477185), and retention controls. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: level 1: 45 mg/dl, 46 mg/dl, 44 mg/dl, level 2: 304 mg/dl, 305 mg/dl, 304 mg/dl. All returned results are within acceptable range. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for two patients tested with accu-chek inform ii meter serial number (B)(4). At 1:49 a.m., a sample from the first patient was tested using accu-chek inform ii meter serial number (B)(4), resulting with a glucose value of 38 mg/dl. At 1:52 a.m., a sample from the first patient was tested using accu-chek inform ii meter serial number (B)(4), resulting with a glucose value of 64 mg/dl. The reporter believed the 64 mg/dl value to be more accurate. At 1:55 p.m., a sample from the second patient ((B)(6) male born on (B)(6)) was tested using accu-chek inform ii meter serial number (B)(4), resulting with a glucose value of 67 mg/dl. At 2:04 p.m., a sample from the first patient was tested using accu-chek inform ii meter serial number (B)(4), resulting with a glucose value of 45 mg/dl. The reporter believed the 67 mg/dl value to be more accurate.